Event description:
The nephrostomy tube was flushed and the inner plastic stylet put into place. The tube was placed over a guidewire into the kidney. Doctor was trying to remove the inner stylet and wire and could not remove it with ease. He then proceeded to remove the stylet and wire, the wire started to unwind and the stylet was stretching. Eventually the stylet and wire were removed.